Event description:
It was reported that during a procedure of the narrow and heavily tortuous, heavily calcified, long stenosed mid circumflex (cx) artery, after unsuccessful predilatation with two different non-abbott balloon catheters, a rotablator was used to treat the lesion. A 3.0 mm x 28 mm xience prime stent delivery system (sds) was deployed at the distal part of the vessel. During removal after the sds had passed the deployed stent, resistance was met and it was noted that the sds shaft was broken. The inner shaft was detached from the main catheter near the monorail junction and remained inside the guide catheter. A non-compliant balloon catheter was used to stabilize the sds within the guide catheter and all devices were removed from the anatomy without incident. Additionally, the physician felt the lesion remained calcified after the rotablator. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure due to the device issue. The patient was reported as fine and was transferred from the catheterization lab. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant imnformation.

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the shaft separation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is not evidence to indicate the presence of a product deficiency.